Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, one day after implant during the post operation check. The rv lead was found to be perforated through the septum. The patient underwent a revision procedure in which the lead was explanted and a different rv lead was implanted, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, one day after implant during the post operation check. The rv lead was found to be perforated through the septum. The patient underwent a revision procedure in which the lead was explanted and a different rv lead was implanted, which remains in service. No additional adverse patient effects were reported.